Event description:
Unit was set to inject a total volume of 100 ml of contrast at a flow rate of 2.5 cc/sec. According to facility, the system failed to detect an extravasation, estimated to be approx 90 cc's.

Event description:
System missed an extravasation of 90 cc's that the edca patch did not pick up. System began to read "eda inoperable."